Event description:
It was reported that the intra-aortic balloon (iab) was prepped per the instructions for use. The md inserted the spring wire guide (swg) and then the super arrow-flex (saf) sheath. The iab was advanced over the swg and through the saf sheath. The iab became stuck in the sheath and could not be advanced into the patient. The md removed the iab and the saf sheath as one unit. The md requested another iab to complete this insertion. Additional information received by a rn in the cath lab stated "the insertion was in the same leg. The swg was not removed with the sheath and iab as one unit. There was no excessive bleeding." Reference MDR #1219856-2010-00077 for the second event involving the same patient.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.